Event description:
The customer reported via phone call that the insulin pump alarmed button error. She noticed the insulin pump was frozen when she tried to deliver a bolus. Customer's blood glucose level was 438 mg/dl. She treated her high blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. No unexpected frozen display noted. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.